Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, 85% stenosed distal to mid right coronary artery. A powerturn flex guide wire was used with a non-abbott balloon dilatation catheter (bdc) and a 5x12mm nc trek bdc. A non-abbott stent was implanted, and the 5x12mm nc trek bdc was used for post-dilatation. However, the balloon was inflated to 28 atmospheres, became partially deflated, and faced resistance during removal with an unspecified guiding catheter. After the balloon was ruptured by the device, the balloon still did not completely deflate. The bdc was removed with the entire system. A proglide vessel closure device failed, and the patient went to surgery for vessel repair but not due to an issue with the nc trek balloon. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the nc trek balloon was inflated to 28 atmospheres, became partially deflated, and faced resistance during removal with an unspecified guiding catheter. The patient was not sent to surgery due to an issue with the nc trek balloon. No additional information was provided.